Manufacturer narrative:
Evaluation summary: the device returned with a detachment on the hypotube approx. 23.5cm distal to the strain relief. The hypotube material was oval and jagged on both sides of the detachment site. The hypotube was kinked 5.1cm proximal to the detachment site. There were numerous kinks along the hypotube distal to the detachment site. The stent was positioned on the balloon between the marker bands as per specifications. There was no deformation to the stent wraps. The inner lumen patency was verified with a 0.015 inch mandrel. There was slight deformation to the distal tip.

Event description:
The physician intended to use a resolute integrity stent to treat a lesion located in the lad. It was reported that the lesion was moderately tortuous, severely calcified with 90% stenosis. No other abnormalities were reported in relation to anatomy. No damage was noted to packaging. The device was inspected with no issues identified. The lesion was pre-dilated. It was reported that during positioning/advancement of the device, the stent would not pass through the lesion and the shaft of the stent broke (stent deformation occurred in vivo during positioning/advancement). It was noted that resistance was encountered when advancing the device and excessive force was used during delivery. A non-medtronic stent was used to complete the procedure. The physician did believe that the event was due to use of the device in difficult lesion morphology/anatomy. Returned device exhibited hypotube detachment, but did not exhibit deformed stent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.